Manufacturer narrative:
Date of event (B)(6) 2013.

Event description:
The patient was reportedly implanted with a surgisis product on (B)(6) 2011, at (B)(6), for treatment of pelvic organ prolapse and stress urinary incontinence. The patient underwent surgery in (B)(6) 2013 to repair prolapsed bladder and relieve ongoing stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Event description:
The implant was reportedly implanted with a surgigis product on (B)(6) 2011, at (B)(6), for treatment of pelvic organ prolapse and stress urinary incontinence. The patient underwent surgery in (B)(6) 2013 to repair prolapsed bladder and relieve ongoing stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury; specific information regarding whether intervention was performed; specific information regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Evaluation. Investigation into this claim included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Summary of investigation findings: based on the information provided by the complainant, details regarding a specific correlation between the biodesign or surgisis product's performance and the alleged injury remains unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.